Event description:
It was reported that the customer indwelled the epidural catheter in the patient during a laparoscopic surgery. The customer then started to administer medical fluid to the patient using an infusion pump and confirmed medical fluid was properly infused. From the following day, he noticed more medical fluid remained in the pump than expected, and then on nov/12, the customer removed the catheter from the patient. There was no anomaly in the pump. However, an occlusion was observed in the catheter and the filter. No patient injury.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. It was confirmed that there was a kink and there was a blockage of white substance.